Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/22/2022 it was reported by a distributor via sems that the clamp tip on the ar-13970sr kingfisher suture retriever, is broken. This was discovered during an unspecified procedure on (B)(6) 2022. Requested additional information.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the upper moving jaw was broken off. The broken piece was not returned for investigation. The cause of this remains undetermined, however a probable cause can be attributed to prying/leveraging forces.